Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was reverting to set up mode. The complaint was classified based on customer service representative (csr) initial documentation, as the patient was unable to be contacted by phone to obtain additional information. The patient reported the alleged meter issue began on an unknown date in (B)(6) 2016, at 12pm. The patient reported that she manages her diabetes with insulin, and continued with her normal diabetes management in response to the alleged meter issue. The patient alleged that on (B)(6) 2017 around 3pm, she was at a restaurant and ¿had to be picked up by paramedics¿ it was not possible to confirm if any symptoms occurred, but the patient alleged that during the ride, she was treated with glucose gel and given some food to consume. At the emergency department she was give juice for treatment. At 4pm on (B)(6) 2017 she reported obtaining a ¿normal¿ blood glucose reading on a lab device, whilst at the hospital. At the time of troubleshooting, the csr noted the patient was not using the meter for the first time, there was no indication of misuse of the product, and that the issue had started after a battery change. The csr walked through a retest with the patient, and the meter issue was resolved with educating the patient on the correct testing procedure. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly received treatment, that could have been for a serious injury reportable adverse event from a health care professional and it was not possible to confirm if the patient had developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.